Event description:
After administering a flu vaccine, when attempting to engage the safety cap, it popped off bd eclipse needle 22g x 1, ref 305768, (B)(4), (B)(6) 2019, exp: 2024-07-31, 9228887. Reason for use: influenza prevention. FDA safety report ID# (B)(4).